Event description:
It was reported that the customer was admitted to the hospital ¿with hyperglycemia and acute kidney injury¿. Multiple follow attempts were made by tandem customer technical support (cts) to acquire additional information.